Event description:
Dealer reported that the 98071 transfer bench was received with one of the height adjustment buttons, for the legs, being too stiff to move. The device is unable to be adjusted to keep it level for use.